Event description:
Procedure type: laparoscopy. According to the reporter: the endo retractor has a fracture inside the patients abdomen. The section of plastic was successfully retrieved from inside the patient.

Manufacturer narrative:
(B)(4).